Event description:
Four sternal cables were returned to pioneer surgical technology on 11/26/2002. One cable was clearly broken, one cable may have broken, or may have been cut uncleanly, and the remaining two were clearly cut. The surgeon revised with sternal cables. According to user facility, there were no circumstances out of the ordinary during surgery. However, the pt fell out of their bed, reaching out and down to break their fall with their arm. It is expected that this impact is the cause of cable breakage. No further pt info is available as of today's date.